Event description:
Removal of st jude bi-v ICD. Replaced with a bi-v ICD from a different manufacturer. Patient tolerated procedure well. St jude bi-v ICD implant at an outside hospital three years ago. He was hospitalized currently for chf exacerbation and underwent an lvad implantation and lv epicardial lead removal from the surface of the lv. After the lvad implant it was very challenging to turn the ICD therapies on because of the interference of the telemetry of the ICD and lvad. Prior to the ICD generator replacement we tried for at least 2 hrs to interrogate the device but were unsuccessful.